Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver nafcillin 10gm/300ml, at a rate of 12.5ml/hour for a duration of 24 hours, via a gemstar pump. It was reported that the pt removed the solution from a refrigerator two hours before use to warm the solution to room temperature. After the solution was warmed, the pt primed the tubing set. It was reported that at an unspecified time after the delivery was started, the pt noted an unspecified number of segments of air in the tubing distal to the filter. It was reported that the pt, "did not see anything significant"; however, it was reported that an unspecified volume of air was delivered to the pt. The tubing set was remained in clinical use and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.